Manufacturer narrative:
D10 concomitant product: sigsds30ctv 30mm vascular short sd CT (lot#: n6a1470y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a total pelvic clearance, during the second firing for exenteration on a vessel, the stapler jaws would not open and locked on the vessel after firing. The surgeon managed to take the stapler off the vessel and tied off the ends instead. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was attached to the returned reload. The firing knobs were fully retracted but the I-beam of the reload were advanced distally. The instrument firing knobs were retracted, and the articulation lever was in neutral position. Functional testing noted that the instrument was successfully loaded with a representative reload. The instrument successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. An access hole was cut into the instrument body for visualization of the firing rack. No abnormalities were observed. It was reported that the device experienced a partial cut. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the knobs were not fully retracted. The most likely cause for the additional condition was not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.